Manufacturer narrative:
The customer reported a patient incident case on an 8120 (pca) unit. No specific issue was provided. The root cause could not be identified in this investigation. Functional testing of the received pca device observed that the device operated as expected and confirmed that the devices accuracy was within specifications. No issues were observed. Log analysis results: a review of the pcu event log for the pca devices last noted infusion starting from when the received pcu s/n (B)(4) was powered on shows as (B)(6) 2021 at 11:14 pm. After the pcu power up initialization process, a new patient was selected and the same profile was selected as adult. The pca device s/n (B)(4) was one of two devices that were currently attached at the time identified as channel b. (The other device was identified as lvp pump module s/n (B)(4) channel a. Approximately four minutes after, the pca was programmed to infuse drugid 404 (hydromorphone, dose 0.2 mg, pca dose only, lockout interval 10 minutes) from a bd 50 syringe (volume 47.735 ml). The pvi (primary volume infused) was noted as 0 ml. From 11:20pm to the next day (B)(6) 2021 at 1:25am, ten pca dose requests of 0.4 ml each completed for a cumulative pvi of 4 ml. From 1:31am to 1:35 am, the device's pause key was pressed, pca door was opened for approximately four minutes/closed, and restart key was pressed. From 1:35am to 2:20am, four pca dose requests of 0.4 ml each completed for a cumulative pvi of 5.6 ml. From 2:27am to 2:30am, the device's channel select key was pressed, pca door was opened for approximately three seconds/closed, and restart key was pressed. From 2:31am to 3:00am, three pca dose requests of 0.4 ml each completed for a cumulative pvi of 6.8 ml. From 3:04am to 3:05am, the device's door was opened for approximately ten seconds/closed, channel select key was pressed, and restart key was pressed. From 3:15 am to 3:15am, one pca dose request of 0.4 ml completed for a cumulative pvi of 7.2 ml. From 3:19am to 3:21 am, the device's pause key was pressed, pca door was opened for approximately two minutes/closed, and restart key was pressed. From 3:25am to 5:55am, 12 pca dose requests of 0.4 ml each completed for a cumulative pvi of 12 ml. From 6:49:am to 6:51am, one pca dose request of 0.4 ml completed for a cumulative pvi of 12.4 ml, pca door was opened for approximately two minutes/closed, and restart key was pressed. From 8:18am to 8:29:38 am, two pca dose requests of 0.4 ml each completed for a cumulative pvi of 13.2 ml. From 8:40am to 8:50am, one pca dose request of 0.4 ml completed for a cumulative pvi of 13.6 ml, pca door was opened for approximately two minutes/closed, and restart key was pressed. From 8:51am to 11:44am, 15 pca dose requests of 0.4 ml each completed for a cumulative pvi of 19.6 ml. At 11:5am, the device's channel off key was pressed. The total volume infused was noted as 19.6 ml. Device history review: a review of the pca device history record showed the device had a manufacture date of 07/28/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
Tech called in to open patient incident on 8120 unit.

Manufacturer narrative:
Additional information: h6.

Event description:
Tech called in to open patient incident on 8120 unit.